Event description:
A general purpose infusion pump failed while functioning on battery, transporting a patient between a hospital room and an ambulance. The pump indicated battery low immediately prior to failing even though it had been operating on battery for only seven minutes and had been charging for 24 hours prior to use. The battery was only six months old and its life expectancy is two years. An investigation revealed that the pump had been left in the ambulance unheated for periods of days at a time while the ambient temperature was below freezing which affected the lead acid cells.